Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis"), abdominal pain lower ("lower abdominal pain"), bipolar disorder ("bipolar") and kidney infection ("kidney infections(post removal)") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, suicidal ideation and ovarian cyst. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008, lamotrigine (lamictal) from 2014 to 2015, lithium carbonate from 2014 to 2015, promethazine (phenergan [promethazine])(B)(6) 2008 to 2010 and trazodone from 2014 to 2015. In (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge") and nausea ("nausea"). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and fatigue ("fatigue"). In 2008, the patient experienced endometritis (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), anaemia ("anemia") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain, cramping"). In (B)(6) 2008, the patient experienced menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, 5 years 11 months after insertion of essure (ess205), the patient experienced procedural pain ("following the essure removal surgery, she suffered a painful post-operative recovery"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infection"), mania ("manic"), borderline personality disorder ("borderline personality (post removal)") and cervicitis ("cervicitis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the endometritis, abdominal pain lower, bipolar disorder, kidney infection, menorrhagia, back pain, vaginal discharge, arthralgia, procedural pain, urinary tract infection, cystitis, vulvovaginal mycotic infection, mania, depression, borderline personality disorder, headache, cervicitis, bacterial vaginosis and anxiety outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, nausea and anaemia had resolved and the alopecia, migraine, pelvic pain and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, bipolar disorder, borderline personality disorder, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, kidney infection, mania, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Essure implants placed in both tubal ostia without complication, 0 rings right and 0 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received:medically confirmed case, new reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008. Events abnormal bleeding (vaginal), urinary tract infection, bladder infection, yeast infection, kidney infections(post removal), bipolar, manic, depression, borderline personality (post removal), migraines, headaches, nausea, pain, fatigue, anemia, cervicitis, endometritis, bacterial vaginosis and anxiety added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), dysmenorrhoea ("severe menstrual pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2014, the patient experienced procedural pain ("following the essure removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, arthralgia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, procedural pain and vaginal discharge to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.